Manufacturer narrative:
Results, conclusion: stent deformation, 85% stenosis, calcification, tortuous vessel. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to the distal lad with 85% stenosis. The device was inspected prior to use with no issues noted. The lesion was calcified and tortuous, the degree of calcification and tortuosity is unknown. The lesion was pre-dilated 3 times at 12atm for 10 seconds. It was reported that the device could not pass the lesion due to calcification. Resistance was not encountered at the lesion. The physician removed the device and gave up the surgery. The physician concluded this event was not related to the quality of the device. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was deformed. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th and 7th proximal segments were misaligned with slightly raised struts, the 6th and 7th distal segments were misaligned. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).